Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal was found removed/broken on the received pump and the top case(front corner-normal wear), right plunger case, and battery door were found cracked. A review of the pump event history log identified motor rate error. Run motor drive and occlusion tests were performed. During occlusion test, the reported problem was duplicated. The root cause of the problem was due to worn drive train parts. The worn parts were due to normal wear as the pump was over 14 years old. Since the pump was obsolete, it was returned to the customer not serviced. (UDI) and (510k) are unknown. No product information has been provided to date. This MDR was generated under protocol b10009704.

Event description:
It was reported that motor rate error occurred. No patient injury was reported.